Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window, cracked reservoir tube lip, missing end cap sticker. The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk.

Event description:
The customer's mother reported via phone call that the customer received a compromised force sensor system alarm. The mother also stated they were unable to access the fill cannula process. Customer's blood glucose was 264 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.